Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 7.7 mmol/l. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device and the issue remained unresolved. Customer did not receive low battery alert prior to the replace battery now alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would not be replaced. Customer advised they would be on vacation and use their old insulin pump until the new one arrived.